Manufacturer narrative:
It was initially reported that the event occurred on (B)(6) 2015. It was then reported that the event occurred in early (B)(6). Lot number: it was initially reported that the lot number was 76x122. It was then reported that the customer did not have the lot number of the infusion set that was affected. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set cannula was possibly bloody. The patient's blood glucose was reported to be in the 300s (mg/dl). The high blood glucose was addressed by a correction bolus via the patient's pump. No permanent injury was reported. See MFR: 3012307300-2016-00389.